Event description:
Puritan bennett ventilator compressor shorted internal motor wiring and triggered circuit breaker. Occurred when setting up for pt. Pt was not on ventilator. Short was due to manufacturing assembly error.